Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device the delivery pusher was returned for analysis. As received, inspection on the pusher device found the hypotube with no warning mark. The heater coil was received with burn marks, which is a sign of thermal detachment. Based on the investigation findings and available information, the reported complaint is confirmed. Inspection on the returned pusher device found no warning mark at the hypotube. This issue is being tracked by quality and manufacturing.

Event description:
It was reported that during placement of an embolization coil, the coil exit marker ("zebra" marks) could not be seen. The coil was successfully placed and detached in the aneurysm under fluoroscopic guidance. There was no reported patient injury or additional intervention.